Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and the complaint was not confirmed by failure analysis. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the cut and seal on 2 of 2 attempts. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the vessel sealer extend (vse) would not seal. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no visible damage. The surgeon was sealing when the issue occurred. The instrument never sealed. The vessel sealer extend (vse) started sealing at the beginning of the case then stopped and was in use for approximately 3 uses. No errors occurred. There were audible, continuous tones when the pedal was pressed during the sealing sequence. The seal cycle did complete the fast audible tones as expected. Tissue effect was observed during the sealing cycle. No tissue that was not fully sealed was not cut. No cut was made after seal completed tones were received for that seal attempt. The target tissue was near the bile duct-gallbladder. The customer was unsure if the target tissue was under tension during the process. No tissue was exposed to any radiation or chemotherapy prior to the procedure. The jaws did not make contact with a clip, suture, staple, or any metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue prior to or during the sealing cycle. No unexpected bleeding was experienced by the patient. The surgeon believes the issue was a mechanical issue. The instrument was sent back to isi for analysis. No photos or videos available for review.